Event description:
The pt reportedly experienced intermittency followed by loss of lock. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. The device is believed to be functioning abnormally. Surgery to explant the pt's device will be scheduled.